Manufacturer narrative:
A field service engineer (fse) was dispatched on (B)(4) 2011 for this event. The fse inspected the hydro and observed no leaks. The technician indicated that the exit tube from the no foam bottle had come off during the night shift, prior to this event. The technician cleaned up the spilled fluid and continued to observe hydro for remaining leaks. No issues have occurred to date.

Event description:
A customer contacted beckman coulter inc. (Bci) stating that on the day shift after maintenance, customer noticed the no foam solution was leaking from somewhere in the unicel dxc 800 pro synchron chemistry analyzer no injury or operator exposure was reported for this event.